Event description:
It was reported that patient underwent total hip arthroplasty procedure on (B)(6), 2012. During the procedure, as the surgeon was attempting insertion of the acetabular shell, the acetabular shell and inserter became stuck together, and would not come apart. The procedure was completed with no reported injury to the patient or delay in the procedure.

Manufacturer narrative:
The instrument met specification for all pertinent dimensions. Visual indication of device showed evidence of excessive force being applied.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event on (B)(6) 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00261 and 00262).